Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flats and a linear opening on posterior leak test and microscopic analysis were performed which identified a sharp edge opening on patch shell bond edge and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening on patch shell bond edge due to an unidentified (tear) opening.

Event description:
Device was explanted.